Event description:
Rn reports a home pt experienced a transfer set leak. Pt given prophylactic antibiotics with no resulting peritonitis. Rn reports that it is her opinion that the leak was due to improper pt technique. Pt has since been retrained with no further issues.